Event description:
It was reported that the patient presented remotely with an alert on (B)(6) 2019 via data transmission. The alert was triggered for episodes of high ventricular rate and right ventricular lead noise with episodes of noise reversion. The patient was brought in clinic on (B)(6) 2019 where she stated she experienced mild dizziness. Isometrics were performed but the noise was not reproducible. Impedance and threshold measurements were both stable. The lead was reprogrammed and the patient was scheduled for a lead revision procedure. On (B)(6) 2019, the lead was explanted and replaced. The patient was stable throughout and the procedure was a success. The physician expressed that the lead failure was attributed to initial lead implant technique where the lead slack was wrapped tightly in pocket. This contributed to insulation damage and likely conductor issue. He stated he did not believe this to be a manufacturing issue.

Manufacturer narrative:
The complete lead was returned in one piece measuring 58.1 cm. External insulation abrasion was found at 14.2 cm to 14.4 cm from the connector pin. The abrasion breached outer insulation and exposed the outer coil. The abrasion was consistent with lead friction to the pulse generator can. The reported event of noise over-sensing was confirmed, and the cause was isolated to the insulation abrasion damage. No other anomalies were found.